Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04566. This report is in reference to a (B)(6) patient. It was reported the patient lost needed therapy from their lead (located at l2) due to high impedance. X-rays were taken and no anomalies were found. In turn, the lead (located at l2) was explanted and replaced. Therapy was restored post-op. Note: both of the patient's leads are being reported because it is unknown which device was explanted/replaced.